Event description:
It was reported that during a procedure with the pt seated on a stool, the c-arm allegedly moved down without initiation onto the pt's hand and leg. The pt rec'd a bruise on the hand.